Manufacturer narrative:
(B)(4). Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: every component except from the filter were returned and an investigation revealed no damages on the introducer. However, without the filter the exact reason, why the filter was bent after release cannot be determined. Based on limited information and above investigation an exact root cause for the tilted filter cannot be found. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter was bent after release, operator changed another one to continue the operation. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.